Event description:
Litigation alleges that patient experienced pain and discomfort with popping of the hip. Doi: (B)(6) 2003 - dor: none reported (right side). Patient is a resident of in. Update: (B)(6) 2013- upon medical record review by a medical professional, it was discovered that the patient suffered from an intra-operative fracture during reaming. An unknown reamer has been now been reported. Update: (B)(6) 2012 - pfs and medical records were received from legal. Part/lot information was identified. Records are available for further review. Update: (B)(6) 2013- upon medical record review by a medical professional, it was discovered that the patient suffered from an intra-operative fracture during reaming. An unknown reamer has been now been reported.

Manufacturer narrative:
The device associated with this report was not returned. A search of the complaint database and/or DHR review was not possible as the product and lot code required was not provided. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.this complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Update rec'd 4/24/2014 and 5/7/2014 - medical records received. After review of the medical records there is no new additional information that would affect the existing MDR decision.

Manufacturer narrative:
Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary

Event description:
Update 03/22/2017 ¿ medical records received. After review of the medical records for MDR reportability, there is no new additional information that would affect the existing MDR investigation. Metal ion levels provided were at non-reportable levels. The complaint was updated on: 04/10/2017.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The devices associated with this report were not returned. A complaint database search finds no other reported incidents against the provided product and lot combination for the articuleze m head 36mm -2. A complaint database search finds one other reported incident against the provided product and lot combination 121887356, lot code 1061973. A previous review of the device history records did not reveal any related manufacturing anomalies. Review of the device history records and/or a lot specific complaint database search was not possible for the unknown depuy reamer as the product and lot code required was not provided. The need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.